Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an scd pump. The customer states there is a power cord issue. The unit was sent to a covidien service center where it was found that the power cord is cut and showing external burn marks.

Manufacturer narrative:
Submit date: 12/02/2013. An investigation is currently underway. Upon completion, the results will be forwarded.